Event description:
Patient reported that the vaginal incision did not heal and the mesh protruded with constant pain and bleeding for almost two years. She had a repair in 2007 then a week later she was in a car accident and then subsequent pain and bleeding as previously, therefore doctor did a trim repair, a month after she can feel a poking "bumpinthevagina," and she is concerned and will it hurt during bowel movement and sexual intercourse.